Manufacturer narrative:
The unit was evaluated, and the failure was confirmed. Replacement of the battery pca resolved this failure.

Event description:
The customer reported that the unit fails to recognize the batteries.